Manufacturer narrative:
The biomedical engineer reported that the multiple patient receiver (org) had signal loss on three transmitters in three rooms in cpcu 2nd floor. Nurses reported signal loss at 12:49 am est on 04/17/2021. Patients were moved to different telemetry boxes. No patient harm or injury occurred. Customer will return device to nihon kohden. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) was used in conjunction with the org: transmitter, ECG/resp/spo2 uhf: model #: zm-530pa, serial #: (B)(4), device manufacturer data: 03/09/2017, unique identifier (UDI) #: (B)(4), manufacturer reference file (B)(4).

Event description:
The biomedical engineer reported that the multiple patient receiver (org) had signal loss on three transmitters in three rooms in cpcu 2nd floor. Nurses reported signal loss at 12:49 am est on (B)(6) 2021. Patients were moved to different telemetry boxes. No patient harm or injury occurred.